Manufacturer narrative:
Manufacturing evaluation was completed. A visual inspection, device history records review was completed as part of this investigation. The returned device was found to confirm to manufacturing specification. This complaint is unconfirmed. No new information was determined as part of the investigation. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reportedly there was no patient involvement. (Therapy date): unknown. Device is an instrument and is not implanted/explanted. Part 03.612.010, supplier lot h072780: release to warehouse date: september 09, 2016. Supplier: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during inspection of the device, the flex arm would not fit with attachment devices designed to be paired with. The reporter stated that the attachment point is too shallow to mate with the other parts. The reporter attempted to attach the flex arm to an unknown insight retractor and the devices would not fit together as intended. The flex arm would not mate with another attachment found in the mis support system either. The distal attachment point would not accept any of the attachments. There is no patient involvement. Concomitant devices reported: insight retractor (part unknown, lot unknown, quantity 1); mis support system attachment (part unknown, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).